Manufacturer narrative:
Investigation results: the complaint of a crack in the blue catheter adapter was confirmed and the cause was likely manufacturing related. One video was provided for investigation, which showed a longitudinal crack in the blue catheter adapter of the 22g insyte autoguard winged IV catheter. Liquid leaked from the crack. Although the sample exhibited evidence of use, the damage was likely associated with the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged hub is cracked. The following information was provided by the initial reporter: this writer placed piv to patient right hand with bd 22g insyte IV lot # 4270233. Piv insertion was placed with no difficulty and once needle was retracted from catheter that was placed bleeding was noted to be coming from what appeared to be at puncture site (under blue wings of IV). IV catheter required to be removed from patient and it was noted that there was a crack on under side of blue wings. This required another piv attempt and poke for a scared patient which was unnecessary due to this defective device. (B)(6) 2025. 1. What is the date of event? - 12/19/24. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. - this required another piv attempt and poke for a scared patient which was unnecessary due to this defective device.